Event description:
It was reported that the patient experienced a fever. The patient was instructed to go to the clinic for the pump to be checked out, but the patient refused to go due to not having transportation available to get there. The patient had a "back-up" prescription for narcotics that her physician had given to her as a "just in case." The patient went to get the prescription filled, and the pharmacy did not have the medications in stock and told her to wait until friday, (B)(6) 2011. The patient woke up on the (B)(6) 2011, in pain and had experienced withdrawal symptoms. She was taken to the hospital that day by ambulance. The pump was interrogated and a motor stall was recorded. The pump was replaced. The same dose was programmed in the pump and the patient did well and was sent home the next day after surgery. The patient recovered without sequela. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).